Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling was used during a solyx sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, there was an unintended release of the carrier from the shaft assembly prior to deployment. The procedure was completed with a different device. There were no consequences or impact to the patient. The patient's condition at the conclusion of the procedure was reported to be stable.